Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 29may2024.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted an opening assessed as unidentified tear. The shell thickness within specification. Additional observations noted crease fold and wear abrasion.

Event description:
Physician reported left side exchange from textured to smooth implants due to the patient's concerns with the product and rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.